Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 23jun2021. Photograph from the account shows that the delivery device was inside the loading device. The seal was observed to be completely unraveled with the tethers cut. The unraveled seal was observed sitting on top of the loading device. Aortic cutter was observed in the tray beside the loading device. The state of the needle was unknown due to it being covered with the cap. However, the lock was observed disengaged and the actuation button fully depressed. Specks was blood was observed on the seal, delivery device and on the cutter. Investigation was conducted on 31aug2021. A visual inspection was conducted. There were signs of clinical use and evidence of specks of blood found on the seal . The loading device and the delivery device were returned with the seal unraveled and with the tether string cut. The white plunger were observed to be fully depressed on the delivery device with the blue slide lock did-engaged. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" can not be confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they installed the seal on the delivery divice according to IFU to use the heartstring 3.8mm during opcab. In the process of removing the seal at the last stage of the graft, the seal does not loosen well. When seal was pulled out, it was not unraveled. It is judged that there is a possibility of damage to the vessel and that there is a problem with the product, so the vessel is torn off again and the operation is completed well by using the same new product. There was no abnormality in the patient's condition. There was no patient effect.